Event description:
It was reported that the zimmer skin graft mesher had a handle stuck, screw loose, and guard bent. Additional clinical follow up indicated that the device was found to be non-usable due to the ratchet handle becoming stuck at the time of set-up. The contact was unsure who or when the problems with the screw and guard were noted. The device was replaced with one of many immediately available alternates for the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.